Event description:
It was reported that the patient presented in clinic for follow up when during an automatic rv-lv conduction time test telemetry was lost. After rebooting the programmer the test was performed successfully. The patient was asymptomatic.